Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 580 mg/dl with moderate ketones. Cause was not known. Elevated bg was address by correction injection via manual injection. Recommendation was made to consult with a healthcare provider regarding diabetes management. Additionally, it was reported that the customer received a power source alert after plugging the pump into a wall outlet. Reportedly, the alert cleared and the pump successfully began charging after leaving the pump plugged into the power source. As well as, the pump usb port was loose, and the pump battery intermittently could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. Reportedly, the customer continued to use the pump for insulin therapy. Customer¿s blood glucose level was 156 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.